Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer hold a charge. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient has dementia and has been unable to get battery out of hibernation mode for over a year. The patient underwent replacement procedure. No further information could be obtained despite good faith efforts.